Manufacturer narrative:
Concomitants: "4951454 or 4959124 180-01-48 - nv crown cup clstr hole 48mm group 1, 4148651 or 4565962 180-65-25 - alteon 6.5mm screw, 25mm, 4754431 188-01-05 - wedge plasma x/o sz 5, 4833940 188-01-06 - wedge plasma x/o sz 6. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: (B)(4). Case: (B)(4) is associated with this case. It was reported via legal documentation that approximately 86 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, polyethylene wear, soft tissue damage, osteolysis, instability and/or component loosening; daily pain and discomfort, limited her activities of daily living, impacted quality of life; significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; osteolysis, ongoing medical care. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. At the time of legal notification, a revision procedure had not been performed. The serial number: (B)(6) is confirmed to be a part of recall number: z-1732-2022.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. B3: corrected. H6: corrected health effect, medical device and investigation clinical codes.